Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_ios: cloud - omnipod 5 software app version 2.1.0, cloud - operating system 26.0, cloud - hardware iphone14.6, cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, fever, vomiting and muscle pain in the arms and legs. While the patient was sleeping the adhesive separated from the infusion site (abdomen) causing the cannula to dislodge. It was also reported that the pod was leaking. Prior to going to the emergency room, the patient's mother reported that they removed the pod and placed a new pod. The patient was treated with intravenous fluids and insulin through the pod. The patient was released later on the same day, on (B)(6) 2026.